Manufacturer narrative:
(B)(4). The customer (biomedical engineer) advised physio-control that they have evaluated the device have not been able to verify the reported issue. Physio advised the customer that if they do not decide to have the device evaluated by physio-control, to perform the standard performance inspection procedure and if successful, place the device back into service. Physio-control has performed numerous attempts to contact the customer regarding the status of their device but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, following a successful delivery of a defibrillation shock, their device would no longer show the patient's ECG waveform on the display. The customer advised that they placed a backup device into service and continued patient care. The delay of care was not reported. There was no report of any adverse outcome to the patient.